Event description:
It was reported that during service and repair pre-testing, it was observed that bay one on the universal battery charger device was displaying the red warning light emitting diode (led) lights. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. (B)(4) evaluated the device and observed that the device did not function and bay one displayed a red warning light. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to usage wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.